Event description:
A zoll distributor returned monitor sn (B)(4) indicating that it failed testing.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (failed testing) has been confirmed. As received, the monitor failed incoming testing. Upon eval, the case was damaged indicating physical abuse. There were multiple components (fl113, fl112, f102, l101, tva105 and the power supplies) damaged on the computer/analog board (ca) board. The cause of the test failure is the damaged components. The root cause of the damaged components is physical abuse, as indicated by the damaged case. No adverse event resulted from the defective monitor.